Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a treatment, the device did not have the yarn to make the suture. There was no backup device available. No delay and no patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.